Event description:
New information indicated the device was reprogrammed. The patient was stable post reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the ventricular lead exhibited noise resulting in inhibition of pacing. The noise was not reproducible. No intervention or patient symptoms were reported. The patient would be monitored.